Event description:
Edwards received additional information through follow up with the healthcare provider. It was reported that a 19mm aortic valve was explanted and replaced with a non-edwards device after an implant duration of 9 years, 9 months due to heavy calcification, stenosis, and moderate regurgitation with fused leaflets, and subaortic membrane. The patient was transferred to the ICU in stable condition. The patient was reported to be doing well.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device was returned for evaluation and the customer report of stenosis was confirmed through observed calcification. X-ray demonstrated moderate calcification on leaflet 2 and 3. Extrinsic calcific deposits were observed on the surface of both leaflet 2 and 3 on the inflow and outflow aspects. An area, approximately 2mm x 4mm, of leaflet 2 was torn and missing near commissure 3. And leaflet 3 also had a 3mm tear near commissure 3. Calcification was evident at the tears. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 on the inflow aspect and approximately 2mm also on leaflet 3 on outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. Calcification and host tissue restricted leaflet mobility and led to stenosis. Customer report of fused leaflet was not visually confirmed. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Per the engineering evaluation task, a manufacturing, supplier, design, IFU, and labeling defect were not confirmed. The trend was reviewed and found to be in control. The root cause for the calcification remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation at this time. Therefore, the root cause for the stenosis and fused leaflets remain indeterminable. However, it is likely that patient related factors and the progression of the patient¿s underlying valvular disease pathology contributed to the event. A supplemental report will be submitted if new information is received. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 19mm aortic valve was explanted and replaced with a non-edwards bioprosthetic device after an implant duration of 9 years, 9 months due to fused leaflets with possible stenosis. The patient was reported to be doing well. No additional details were provided.